Event description:
Filtewire malfunction. Pci of sug to rca attempted. Delivering filter wire sheath placed in right position. Unable to retrieve the sheath. Thus, attempted to pull out the guide and filter wire. In the process the guide-filter wire stuck to the 55 cm sheath. The whole system filterwire-guide sheath was pulled-out with difficulty and the arterial access was lost. Procedure cancelled.